Event description:
It was reported to boston scientific corp. In 2008, that a hydratome rx was used for an endoscopic retrograde cholangio-pancreatography (ercp) procedure one day prior. According to the complainant, during the procedure, the hydratome catheter was prevented from bowing as the cut wire appeared to be wrapped around the distal tip of the catheter. The physician successfully completed the procedure with another hydratome rx. There were no pt complications reported as a result of this event. The pt's condition at the procedure's conclusion was reported to be "fine".

Manufacturer narrative:
(Failure to bow). The lot number from the hydratome rx is not known; therefore, the device manufacture date and exp date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.